Event description:
It was reported that the device illuminated all three (charge-pak, attention and wrench) icons and failed to power on. Replacement of the charge-pak (internal battery charger) did not resolve the issue. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance and recommended replacing the defibrillator. F/u with the customer confirmed that the device has been removed from service and the customer will look into purchasing a replacement device. Physio-control did not receive the device for eval. Therefore, a conclusive cause of the reported problem could not be determined.